Event description:
While reviewing the patient's programming history in the manufacturer's programming history database, it was noted that a faulted system diagnostic test was performed on the date of implant, (B)(6) 2009, which changed the patient's settings. Although a final interrogation was performed and the patient's output current was re-programmed, the magnet output current was left on at 1ma. The settings were again adjust at the following visit on (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.